Event description:
It was reported that the patient's vns registered high lead impedance and low output current. It was noted that the physician has performed x-rays, and that no gross lead fractures were observed on these x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.